Event description:
The hearing aid (h/a) user reported that a wax guard was missing from his h/a. The h/a consultant found that there was a wax guard in his hear. The user referred to his physician to have the wax guard removed. Beltone customer service was notified of the event in november 1999 when the office manager at the dispenser's office found the information during a routine review of the files. However, the event occurred in march of 1999.